Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range impedance measurements. Technical services (ts) was consulted and discussed the stored episode, with provided information indicating the patient underwent an ablation procedure at the time, with noisy signals also noted during the procedure. The reported issues were attributed to the ablation procedure, with all measurements after the procedure within established range. This ICD remains in service. No adverse patient effects were reported.